Event description:
According to the distributor's report, the device was used to close an eyelid laceration. During application, some of the adhesive contacted the pt's eye and glued it shut. The pt was referred to an ophthalmologist. The mother of the pt called to inquire how to remove residual polymer from her son's eyelashes. No further info is reported.